Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that follow up information was received that indicated that there were no issues with the programmer that was used in the programming session.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient became asystolic and lost consciousness during a manual threshold test of a programming session. The patient was connected to a 12-lead electrocardiogram when the physician started the test at the maximum output and decremented down in voltage to see loss of non-specific his capture and right ventricular capture. Capture was lost at 1.25 volts and the physician hit the ¿end test¿ button on the screen; however, capture did not resume. The physician removed the programming head and still the patient remained asystolic. The programming head was placed back over the device and the physician hit the emergency vvi pacing button; rv capture resumed and the patient regained consciousness. The device was re-interrogated and programmed back to the parameters at the start of the session. The ipg remains in use. No further patient complications have been reported as a result of this event.